Event description:
A pt service rep contacted zoll customer support to report that while fitting a (B)(6) female pt, the battery charger would not power on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of the battery charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power up. The cause of the problem was associated to flash memory components u102 and u105 on computer analog (ca) board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact course of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A technical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective battery charger/modem. The pt was issued a replacement battery charger/modem.